Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen. There was no known impact to the customer's blood glucose level due to the reported issue. The customer stated that the cartridge was able to be reloaded and insulin delivery was resumed.